Event description:
The physician went to fire the green load in the stapler and it did not dissect tissue completely. The physician checked to make sure there was no leak and continued with procedure.